Event description:
Extender blade was lost down the patient's throat during intubation. The blade was properly attached, but slipped off. The nurse noticed that the blade was missing, they searched the room for the blade but could not find it. The doctor tried to rescope the patient's esophagus and couldn't see anything. Then they brought in a flouro machine and still couldn't see anything because the item is not radiopaque. They used a long flexible scope down the patient's throat and saw the extender blade 6" - 8" down the throat. They retrieved it with a grasper and removed it.

Manufacturer narrative:
Device has not been returned to manufacturer for analysis. At this time no conclusions can be drawn regarding the reported event. Should the device be made available for evaluation, gyrus acmi will provide an updated report to the agency.